Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena in may (B)(6). Past adverse reactions to the above products included pancreatitis with mirena. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("severe allergic reactions / allergic or hypersensitivity reaction") with rash, dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), skin disorder ("skin condition"), abdominal pain ("constant abdominal pain"), ovarian adhesion ("left ovary was enlarged and fused to intestine") and ovarian enlargement ("left ovary was enlarged and fused to intestine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, dysmenorrhoea, fatigue, skin disorder, abdominal pain, ovarian adhesion and ovarian enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, ovarian adhesion, ovarian enlargement, pelvic pain and skin disorder to be related to essure. Diagnostic results: essure confirmation test(s) conducted (B)(6): hsg (hysterosalpingogram) and tvu (transvaginal ultrasound scan). Results not provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet . Added new reporters. Added patient's date of birth and height. Added medical history and relevant test. Updated essure's removal date. Updated surgery treatment details for pelvic pain. Added events genital haemorrhage, dysmenorrhea, fatigue, skin disorder, abdominal pain , ovarian adhesion, and ovarian enlargement. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is embedded deep in the uterine portion of the tube') and pelvic pain ('chronic pelvic pain / excruciating pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Past adverse reactions to the above products included pancreatitis with mirena. Concurrent conditions included right upper quadrant pain, chronic cholecystitis, muscle ache, nausea, vomiting, dizziness, diabetes, cigarette smoker, ovarian cyst, depression, anxiety, sweating, panic attacks, fatigue, depressed mood, anhedonia, crying, irritability, insomnia, mesenteric ischemia, kidney stone, dehydration, infection nos, chest pain and heart racing. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("severe allergic reactions / allergic or hypersensitivity reaction") with rash, dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), skin disorder ("skin condition"), abdominal pain ("constant abdominal pain"), ovarian adhesion ("left ovary was enlarged and fused to intestine"), ovarian enlargement ("left ovary was enlarged and fused to intestine"), abdominal distension ("bloating"), loss of consciousness ("passed out twice during procedure") and nausea ("get nauseous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, genital haemorrhage, hypersensitivity, dysmenorrhoea, fatigue, skin disorder, abdominal pain, ovarian adhesion, ovarian enlargement, abdominal distension, loss of consciousness and nausea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, loss of consciousness, nausea, ovarian adhesion, ovarian enlargement, pelvic pain and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: essure confirmation test(s) conducted. Results not provided.; in (B)(6) 2013: bilaterally appropriately placed essure devices demonstrating bilateral tubal occlusion on low pressure hysterosalpingogram examination. Ultrasound pelvis - in (B)(6) 2013: pelvic pain, left lower quadrant, history of essure (B)(6) 2012 uterus retroverted 7.9 x 6.6 x 6.7 cm, 1.1 cm stripe. Ovaries nl. Ultrasound scan vagina - in 2012: essure confirmation test(s) conducted. Results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, fatigue, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure is embedded deep in the uterine portion of the tube"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Past adverse reactions to the above products included pancreatitis with mirena. Concurrent conditions included right upper quadrant pain, chronic cholecystitis, muscle ache, nausea, vomiting, dizziness, diabetes, cigarette smoker, ovarian cyst, depression, anxiety, sweating, panic attacks, fatigue, depressed mood, anhedonia, crying, irritability, insomnia, mesenteric ischemia, kidney stone, dehydration, infection nos, chest pain and heart racing. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("severe allergic reactions / allergic or hypersensitivity reaction") with rash, dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), skin disorder ("skin condition"), abdominal pain ("constant abdominal pain"), ovarian adhesion ("left ovary was enlarged and fused to intestine") and ovarian enlargement ("left ovary was enlarged and fused to intestine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, hypersensitivity, dysmenorrhoea, fatigue, skin disorder, abdominal pain, ovarian adhesion and ovarian enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, ovarian adhesion, ovarian enlargement, pelvic pain and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: essure confirmation test(s) conducted. Results not provided.; in (B)(6) 2013: bilaterally appropriately placed essure devices demonstrating bilateral tubal occlusion on low pressure hysterosalpingogram examination.. Ultrasound pelvis - in (B)(6) 2013: pelvic pain, left lower quadrant, history of essure (B)(6) 2012 uterus retroverted 7.9 x 6.6 x 6.7 cm, 1.1 cm stripe. Ovaries nl.. Ultrasound scan vagina - in 2012: essure confirmation test(s) conducted. Results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, fatigue, embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record was received events added from medical record- essure is embedded deep in the uterine portion of the tube. Reporter information,medical history, concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is embedded deep in the uterine portion of the tube') and pelvic pain ('chronic pelvic pain / excruciating pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Past adverse reactions to the above products included pancreatitis with mirena. Concurrent conditions included right upper quadrant pain, chronic cholecystitis, muscle ache, nausea, vomiting, dizziness, diabetes, cigarette smoker, ovarian cyst, depression, anxiety, sweating, panic attacks, fatigue, depressed mood, anhedonia, crying, irritability, insomnia, mesenteric ischemia, kidney stone, dehydration, infection nos, chest pain and heart racing. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("severe allergic reactions / allergic or hypersensitivity reaction") with rash, dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), skin disorder ("skin condition"), abdominal pain ("constant abdominal pain"), ovarian adhesion ("left ovary was enlarged and fused to intestine"), ovarian enlargement ("left ovary was enlarged and fused to intestine"), abdominal distension ("bloating"), loss of consciousness ("passed out twice during procedure") and nausea ("get nauseous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, genital haemorrhage, hypersensitivity, dysmenorrhoea, fatigue, skin disorder, abdominal pain, ovarian adhesion, ovarian enlargement, abdominal distension, loss of consciousness and nausea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, loss of consciousness, nausea, ovarian adhesion, ovarian enlargement, pelvic pain and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: essure confirmation test(s) conducted. Results not provided.; in (B)(6) 2013: bilaterally appropriately placed essure devices demonstrating bilateral tubal occlusion on low pressure hysterosalpingogram examination. Ultrasound pelvis - in (B)(6) 2013: pelvic pain, left lower quadrant, history of essure (B)(6) 2012 uterus retroverted 7.9 x 6.6 x 6.7 cm, 1.1 cm stripe. Ovaries nl.. Ultrasound scan vagina - in 2012: essure confirmation test(s) conducted. Results not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, fatigue, embedded device most recent follow-up information incorporated above includes: on 23-mar-2020: sm received: events added- bloating., loss of consciousness and nausea added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("severe allergic reactions") with rash. The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.